Event description:
It was reported that during a pulse field ablation procedure using a non-(B)(6) guidewire and non-(B)(6) catheter the patient experienced pleural effusion. It was noted that there was trouble locating the left superior pulmonary vein (lspv) using the non-(B)(6)guidewire following the transseptal puncture. A non-(B)(6) catheter was introduced into the left atrium to find the vein. The effusion was noted, and no interventions took place. The procedure was completed with no further complications. The patient made a full recovery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).